Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name and indication of initial surgical procedure? Other relevant patient comorbidities/concomitant medications? Product code and lot number? Diagnostic confirmation of mesh exposure? Describe surgical findings of (B)(6) 2019 mesh excision? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Did the minor vaginal bleed resolve?

Event description:
It was reported that the patient underwent a repair procedure in 2006 and the mesh was implanted. The patient presented with vaginal minor bleeding from mesh extrusion, 13 years after insertion in 2019, and a localized lateral mesh extrusion of approximately 1-2cm in the right paravaginal gutter was found. The excision of visible mesh with vaginal closure and cystoscopy under ga was performed on 09/30/2019. It was uneventful procedure and the patient is asymptomatic at 6 week check. The patient scheduled for annual review x 5 years. Additional information has been reported.